Manufacturer narrative:
Unit had cracked case battery side and cracked battery tube threads. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. (B)(4).

Event description:
The customer reported via phone call that the battery compartment was cracked. The customer¿s blood glucose level was 155 mg/dl. Troubleshooting was performed for damaged. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.